Event description:
It was reported that during a ptca procedure of a chronic total oclusion in the right coronary artery the tip of the guide wire was engaged about 6mm when it would not advance any further. An attempt to partially pull back the wire was made, but the tip remained in the occluded segment. The wire was retreived without forcing it. There was no clinical problem for the pt. The wire tip was not manipulated prior to insertion into the pt.